Event description:
The service repair technician (srt) reported that during preventative maintenance functional testing of the device at the service center, the rpm accuracy could not be verified per procedure. The allowable specification was +/- 50 rpm of display; actual was around +140 rpm and would not stabilize. There was no patient involvement.

Manufacturer narrative:
This complaint was confirmed by the service repair technician (srt). The srt replaced the motor control board. With the component replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.